Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also referenced that the patient underwent a previous procedure on (B)(6) 2002 and bard-pelvicol was implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2002, and pelvicol and mesh were implanted; and on (B)(6) 2008, mesh was implanted. The patient underwent mesh implantation in order to treat stress urinary incontinence it was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 along with concurrent perineoplasty and sacral spinous ligament fixation due to sui and vaginal vault prolapse. It was reported that patient underwent excision of tissue and suture on (B)(6) 2003 due to granulation tissue vagina, skin tag and suture protruding.

Manufacturer narrative:
It was reported that following insertion the patient experienced discharge, nocturia, and pelvic discomfort. (B)(4).